Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device got in the pool. Customer's blood glucose was 300 mg/dl. Buttons were unresponsive. Customer reverted to the old device. Old device had a blank display. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone alarm due to moisture damage at the electronic assembly. Unable to download to care link or perform any testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests due to the blank display. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.